Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturing related reference number: 3008452825-2020-00068. The procedure was canceled with the guidewires. During device preparation, the guidewire was attempted to connect to the receiver but it failed. Another guidewire was used but the same issue occurred.